Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a flow diversion procedure for a right internal carotid artery c6 segment saccular aneurysm using the pipeline embolization device, after the marksman microcatheter was positioned, the device was delivered to the lesion and deployment was initiated. After partial deployment, the distal end of the stent did not open. Multiple attempts were made to open the distal end by adjusting tension, retrieving the device once, and repositioning, but these were unsuccessful. X-ray imaging revealed slight deformation of the braided wire at the distal end of the stent. The stent was removed from the patient using the microcatheter, and a replacement stent and catheter were used to complete the surgery. Post-procedure angiography showed slowed blood flow within the aneurysm. No patient complications have been reported as a result of this event. The aneurysm max diameter was 5mm, and the neck diameter was 4mm. The landing zone was 3.8mm distal and 5.1mm proximal. The patient's vessel tortuosity was moderate. The devices were prepared according to the instructions for use (IFU). The pipeline had not been positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No additional steps were taken to open the device.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex device and marksman catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex braid was stuck inside the returned marksman catheter. The pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. The braid¿s distal end was not open due to a damaged braid, while the proximal end was open and frayed. No bends or kinks were found on the pusher wire. The marksman catheter tip and marker were in good condition. No damage was found to the catheter¿s body. No voids or flashes were found in the catheter hub. No other anomalies were found. Testing/analysis: the pipeline flex braid was removed from the marksman catheter hub without issues. The marksman catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report was confirmed, as the returned pipeline flex braid¿s distal end was found not open due to a damaged braid, while the proximal end was open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid into the vessel bend. The customer indicated that vessel tortuosity was moderate and that the pipeline was not positioned in a vessel bend, which rules out those two possible causes. The damaged braid likely contributed to the failure to open. Damage to the braid can occur due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the damage noted on the braid (fraying) and distal hypotube (stretched) indicates that high force was used. The damage could have occurred when the customer attempted to advance/retrieve the pipeline flex device through the returned marksman catheter against resistance. However, there were no complaints about the returned marksman catheter, no issues encountered during testing, and no damage was found. Therefore, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the ped failure to open was not determined.